Manufacturer narrative:
Device evaluation follow-up #1 submitted 07/11/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: the black box shows ¿no delivery, no prime, no cartridge detected¿ warnings and ¿loss of prime¿ warnings associated with zero force. During the load step the pump failed to recognize the cartridge, giving a ¿no cartridge detected¿ warning. A force sensor calibration test confirmed the sensor is not detecting correct force at 5lbs.pump was opened and a component of the force sensor circuit was found misaligned and shifted on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.